Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to a broken helix. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead tip confirmed that the helix was extremely stretched and bent. Inspection also noted dried blood around the helix. Laboratory analysis confirmed that the damage found was consistent with damage induced during the implant procedure.